Event description:
On (B)(6) 2022, nakanishi received a letter from a distributor ((B)(4)) about a patient's accidental ingestion of a dental bur. Details are as follows: the event occurred on (B)(6) 2022. The dentist was performing a filling procedure on a patient using a turbine handpiece with a built-in nsk cartridge (serial no. (B)(4)). The patient was under local anesthesia. During the procedure, the bur fell in the patient's mouth, and the patient accidentally swallowed the bur. The patient returned to the dental office 2 weeks after the incident, and reported the patient is fine.

Manufacturer narrative:
On ((B)(6) 2022, nakanishi received an email from the distributor stating that the distributor had no intention of returning the device involved in the event or disclosing any further information, including information about the patient. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject solara-03 (grw) device [serial no. (B)(4)]. As a result of the examination, nakanishi found that the DHR indicated than no problems occurred during manufacturing and testing of the subject device.